Event description:
This original medwatch was filed in error please void.

Manufacturer narrative:
It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report, 0001526350-2020-00792, is a duplicate of 0001526350-2020-00833 and was created and filed in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It has been reported that the during testing it was found that all blades were damaged/bent. There was no harm to the patient. There was no adverse event reported as a result of this malfunction.